Manufacturer narrative:
Visual inspection confirmed that the tip of the torque wrench fractured off. The fractured piece was returned as well. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history records were reviewed and multiple similar complaints were identified. This device complaint has been addressed and is covered under a previous CAPA. Material analysis was performed as part of CAPA investigation. The root cause is incorrect heat treatment of the torsion shaft material which resulted in embrittlement. This lot was included as part of a recall for this issue and the recall notification was completed and executed.

Event description:
It was reported that when the surgeon went to lock the nut, the tip of the xia ii titanium torque wrench fractured. This event resulted in a 15 minute surgical delay to remove the broken part. The device has been in use approximately "7 years and used an estimated 700 times." No adverse consequences to the patient.

Event description:
It was reported that when the surgeon went to lock the nut, the tip of the xia ii titanium torque wrench fractured. This event resulted in a 15 minute surgical delay to remove the broken part. The device has been in use approximately "7 years and used an estimated 700 times." No adverse consequences to the patient.